Event description:
It was reported by the edwards territory manager (tm) that during the transfemoral deployment of a 23mm sapien valve it was implanted too aortic (90/10). Moderate paravalvular leak was evident and a second valve was implanted more ventricular, leaving about 25 percent of the first valve exposed aortic. The paravalvular leak was improved to mild post implant of second valve. Additional information noted there was severe bulky native valve/leaflet calcification, no reported septal hypertrophy, and it was unknown if the patient had mitral annular calcification (mac). The coaxial alignment of delivery system and valve was reported to be fair and the image intensifier angle was described as good. Ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment. The tm reviewed the perceived cause of event with the operator and it was noted that very bulky calcium was present causing the valve to be ¿stuck¿ in a more ventricular position. In order to free it before deployment, the valve was brought up to an 80/20 aortic position in order to not have it embolize ventricular during deployment.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case the exact cause of the valve malposition could not be confirmed; however procedural (fair coaxial alignment of the valve and delivery system and final repositioning of the valve too aortic) and patient factors (bulky native annular calcification) could have caused or contributed to the event. The resulting paravalvular leak after the deployment of the first valve was likely due to the too aortic deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.